Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was stent damage. The target lesion was in the proximal diagonal coronary artery (dx). The vessel was predilated with a 2.0x12mm maverick balloon. The physician was unable to cross the lesion with a 2.5x16mm taxus express2 drug eluting stent (des). When the stent and stent delivery system were removed from the pt, bent stent struts were noticed. The vessel was again predilated with a 2.5x12mm maverick balloon. The procedure was completed with another 2.5x16mm taxus express2 des. No pt complications were reported.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8937489 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.